Manufacturer narrative:
The customer complain of broken bezels was confirmed during the investigation. During external inspection 7 out of 10 returned pump module devices were found to have cracks at the lower hinge shroud, one of these had a large piece of plastic missing in the lower hinge shroud. Rate accuracy was performed using alaris system maintenance software 9 out of 10 returned devices passed rate accuracy testing with no issues noted. Pump module s/n (B)(4) was found to be out of specification and slightly under infusing at -5.5708%. During internal inspection 8 out of 10 returned pump modules had no obvious cracks or signs of dried fluid residue observed underneath the membrane frame. During internal inspection of pump module, s/n (B)(4) a large amount of dried fluid residue (brown in color) was observed underneath the membrane frame. The lower right datum post was found to be deteriorated and brittle. During internal inspection of pump module, s/n (B)(4) the lower right datum post was also found to be deteriorated and brittle. A sticky dried fluid was also observed on the post and bezel plastics. The datum post establishes the correct geometry between the platen and fingers of the mechanism in order to maintain proper flow accuracy. A previous practice consultant site visit (B)(6) 2018) reported the use of pdi sani-cloth af3 germicidal disposable wipes during cleaning of the alaris system. Af3 contains chemicals on the cleaning product guidelines, do not use list. It is recommended that the customer discontinue the use of pdi sani-cloth af3 germicidal disposable wipes when cleaning the alaris system. Bd offers online resources to assist with the selection of recommended cleaning products that are safe for alaris system cleaning. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). There was no report of patient involvement.

Event description:
The customer reported that the bezels for the lvp modules are having to be replaced on a routine basis due to breakage. There was no report of patient involvement.